Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2012 and ams-monarc subfascial hammock was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due stress urinary incontinence. It was reported that patient underwent a removal of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary retention, frequent urinary tract infection and hematuria. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary retention, frequent urinary tract infection and hematuria.